Event description:
It was reported that a faradrive sheath was used for an atrial fibrillation (afib) ablation procedure with carto mapping. During the procedure, once the physician advanced the faradrive sheath and the farawave catheter was inserted into the sheath, the physician could not stop pulling back air. Troubleshooting was performed, and the sheath was repositioned, but the physician was still drawing back air. The sheath was replaced and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was used for an atrial fibrillation (afib) ablation procedure with carto mapping. During the procedure, once the physician advanced the faradrive sheath and the farawave catheter was inserted into the sheath, the physician could not stop pulling back air. Troubleshooting was performed, and the sheath was repositioned, but the physician was still drawing back air. The sheath was replaced and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that the air bubbles were noticed when pulling back into the syringe. No air was seen in the patient.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that a faradrive sheath was used for an atrial fibrillation (afib) ablation procedure with carto mapping. During the procedure, once the physician advanced the faradrive sheath and the farawave catheter was inserted into the sheath, the physician could not stop pulling back air. Troubleshooting was performed, and the sheath was repositioned, but the physician was still drawing back air. The sheath was replaced and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that the air bubbles were noticed when pulling back into the syringe. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.